Manufacturer narrative:
Based on the information provided clinical evaluation was able to find substantial evidence to support the following reported events; endoleak type iiib of the main body, and aneurysm enlargement. Clinical assessment found evidence to refute the reported reline with a gore device, rather there was evidence to support an explant. Additionally there was evidence to reasonably support the following observations, endoleak type ia with component separation, explant with open repair, and severe blood loss. The most likely cause of the compromised stent graft integrity, material separation and loss of seal was related to the strata graft material. Also, the anatomy-related issue of a dual infrarenal angulation of 33 and 42 degrees likely contributed to the crown separation. Less likely, repositioning of the cuff at implant with an angioplasty balloon (intentional user error) for a malpositioned cuff that covered the renal arteries (procedure related issue verses an unintentional user error) might have contributed to the eventual loss of fabric integrity. Off label or cautionary product use conditions could not be determined. Associated clinical harms for this device failure included: type iiib and ia endoleak of the cuff; aneurysm growth, and additional secondary endovascular procedure-relining of the graft with a non-endologix graft. The final patient disposition was known to be discharged home on post-operative day one in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events: upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Medwatch report received: mw5069811.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information provided, substantial evidence to support the following reported events was determined; endoleak type iiib with crown separation, and sac growth. Clinical assessment found evidence to refute the reported reline with a gore device, rather there was evidence to support an explant. Additionally there was evidence to reasonably support the following observations, endoleak type ia with component separation, explant with open repair, and severe blood loss. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity, material separation and loss of seal was related to the strata graft material. Also, the anatomy-related issue of a dual infrarenal angulation of 33 and 42 degrees likely contributed to the crown separation. Less likely, repositioning of the cuff at implant with an angioplasty balloon (intentional user error) for a malpositioned cuff that covered the renal arteries (procedure related issue verses an unintentional user error) might have contributed to the eventual loss of fabric integrity. Off label or cautionary product use conditions could not be determined. Associated clinical harms for this device failure included: type iiib and ia endoleak of the cuff; aneurysm growth, and additional secondary endovascular procedure-relining of the graft with a non-endologix graft. The final patient disposition was known to be discharged home on post-operative day one in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply), and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Manufacturer narrative:
Device not available for return.

Event description:
An afx abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial procedure occurred 5 years ago. The patient returned for a routine follow-up where physician observed a type 3b endoleak and sac growth. The physician elected to do an open repair of the aneurysm and explant the device. The open repair was successful and the aneurysm was repaired. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Correction: initial reporter also sent to FDA: updated. Medwatch report received: mw5069811.